Manufacturer narrative:
The customer¿s report of an unspecified pump error was not definitively confirmed as the pcu error log shows no recorded errors or malfunctions. The battery log only contains entries from (B)(6) 2017 to (B)(6) 2018 and has no entries regarding battery conditioning which should be performed every 12 months. Functional testing of the battery resulted in the system missing the battery alarms, which was not resolved after battery conditioning was performed. The battery is over 3 years old and should be replaced. The proximate cause of the suspected error was determined to be a depleted battery that had reached the end of its useful life.

Manufacturer narrative:
The customer¿s report of an unspecified pump error was not confirmed. Analysis of the pcu event log shows that the last infusions programmed were interrupted by a battery discharge event without alarming for battery low (lb 1) or battery very low (lb 2); however, it is unknown if this is the event the customer reported. The root cause of the unspecified pump error was not identified. No device was received for investigation. No devices received, log review only.

Event description:
The customer reported that an unspecified pump failure occurred during transport from radiology to the ICU. The patient was receiving medication for blood pressure support in the ICU, and had very labile blood pressure following his transport. No other effects to the patient were reported.